Event description:
The customer reported that the device did not work properly during a pt event. The involved pt died, however, it is not yet known whether the device behavior impacted the pt outcome.

Manufacturer narrative:
(B)(4): the customer reported that the device did not work properly during a pt event. The involved pt died, however, it is not yet known whether the device behavior impacted the pt outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.